Event description:
According to the reporter, during a laparoscopic transabdominal preperitoneal (tapp) hernia procedure, the preloaded reload was able to fire properly. The reload was replaced to a new one, but the reload fell into the abdomen. A new reload was replaced again, and it fell again into the abdomen. It was noted that the two reloads were able to retrieve by surgical technique. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the product noted the e-piece was disengaged from the device. There was evidence of weld on the device. The sulu (single use loading unit) was received attached to the device with four tacks remaining. It was reported that the preloaded reload was able to fire properly. The reload was replaced to a new one, but the reload fell into the abdomen. A new reload was replaced again, and it fell again into the abdomen. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur by not completing the firing cycle, and trying to remove the reload with excessive force resulting in the disengaged e-piece. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.